Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set has come out of the patients body and insulin leaked. The caller did not know what had caused this to occur. This has occurred on four different occasions. No adverse event was reported. The infusion set was requested to be returned for product evaluation.